Event description:
The user facility reported a small amount of smoke and a burning smell emitting from their reliance vision single-chamber washer/disinfector. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. The component subject of the event will be returned for evaluation. A follow-up report will be submitted once additional information becomes available. The device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found evidence of charring on the power supply terminal. The technician replaced the power supply terminal, tested the unit, confirmed it to be operating according to specification, and returned it to service. The power supply terminal subject of the reported event was returned to steris for further evaluation; however, a root cause of the event could not be determined. Based on the technician's inspection and the remains of the power supply terminal, it is likely that the connection between the wire harness and terminal was loose causing the reported event to occur. A 3-year complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.